Event description:
It was reported that the device lost rotation. The 80% stenosed target lesion was located in minorly calcified and minimally tortuous popliteal artery. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. During the procedure, as device engaged the lesion, the blades stopped spinning on the first pass. Fluid aspiration and infusion still worked. The device lost complete rotation and would not rotate, even in rex mode. The device was run for 141 seconds. The device was removed successfully from the patient. The procedure was completed with another device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the jetstream device xc-2.1 was received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed no damage on the device. The functionality of the device was checked by setting up the product. The device primed as designed. The device was activated, and the blades did spin as designed. The device was functionally tested for a period of 2 minutes with no issues or errors. Inspection of the remainder of the device, revealed no damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device lost rotation. The 80% stenosed target lesion was located in minorly calcified and minimally tortuous popliteal artery. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure. During the procedure, as device engaged the lesion, the blades stopped spinning on the first pass. Fluid aspiration and infusion still worked. The device lost complete rotation and would not rotate, even in rex mode. The device was run for 141 seconds. The device was removed successfully from the patient. The procedure was completed with another device. There were no patient complications reported and the patient's status was fine.